Event description:
The physician planned to repair a descending thoracic aneurysm with a gore tag thoracic endoprosthesis but was unable to do so. While attempting to advance the deployment catheter, the constraining sleeve of the catheter was pushed down from the leading edge of the device exposing the flares. The flares got stuck on the distal end of a previously placed abdominothoracic surgical graft (type unk). The deployment catheter and the introducer sheath were removed together. However, the flares on the leading end of the endoprosthesis were not positioned inside the introducer sheath. The flares tore the pt's left common iliac artery. The physician repaired the iliac artery with a pericardial patch (type unk). The repair of the pt's left common iliac artery with the ericardial patch created a narrowing in the artery distal to the patch. The physician implanted a stent (type unk) from the left common iliac artery to the left extternal iliac artery to repair blood flow. The pt tolerated the attempted endovascular aneurysm repair. It is anticipated that the physician will repair the aneurysm at a future time.